Event description:
During a laparoscopic cholecystectomy, the surgeon was using a ligamax 5. Although the device was initially working, it became jammed during the procedure and would not apply a clip as it is designed to do. The surgeon and staff were unable to determine why the device jammed and could not get it to work again. Another clip applier from the same manufacturer was used without difficulty. No patient harm resulted from this event. The device is currently located at the hospital. We plan to return it to the manufacturer for inspection and analysis. Or staff are in the process of contacting the rep.